Manufacturer narrative:
Other (difficulty extending). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in 2009, that an endovive safety peg kits pull method was used during a procedure performed one day prior. According to the complainant, the wire was unable to move and hold the loop wire during the placement. The procedure was completed with another endovive safety peg kits pull method. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".